Manufacturer narrative:
Results: it was initially reported that the customer had samples available for evaluation, however samples were not returned. Fifty (50) retention samples were visually inspected and the presence of dried additive was observed on all samples. Twenty (20) retention samples were clinically tested with acceptable results. The retention lot tubes demonstrated satisfactory performance and no clinical differences were observed in comparison to the control lot sample. A review of the device history record for the reported lot # 522475n revealed that all in-process and final inspections were in compliance with the requirements. There was one (1) breakdown maintenance order generated for the assembly line during the run and intervention was reported to have not affected product quality. No ncmr for this lot # was generated during the manufacturing process. A manufacturing review revealed the following: preventative maintenance: preventative maintenance on the ngmbt machine was conducted as per schedule. Calibrations: review of instrument calibrations was conducted. Instruments were calibrated and were within their calibration due date. Training: per training record review, associates that work on the ngmbt assembly process were trained to the required documents. Process controls: procedures were in place for all stages of the manufacturing process. Conclusion: based on the investigation of the retention samples of the reported lot # 522475n, an absolute root cause for this incident cannot be determined as the investigation was not able to duplicate or confirm the customer's indicated failure mode.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using a bd microtainer tube with lithium heparin additive bd microgard closure for a blood draw, the k+, tp, and albumin results came back as 5.6, 6.7, and 3.8 respectively. The tech did not feel that the results were correct and after approximately one hour the labs were redrawn and retested. The k+, tp, albumin results came back as 4.8, 5.8, and 3.3. Neither specimen was visibly hemolyzed. There was no report of serious injury or adverse event because of this incident.